Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown recap femoral head, unknown. Report source, literature: gaillard, melissa d., gross, thomas p (2017). Metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis. Journal of orthopaedic surgery and research, 12(79). Doi: 10.1186/s13018-017-0579-y customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02654.

Event description:
It was reported in a journal article that three cases displayed limited partial radiolucency following hip resurfacing arthroplasty. The patients were not revised. Attempts have been made and additional information on the reported event is unavailable.